Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that nothing was abnormal about the preparation for the procedure. It is unknown if blood was visible inside the catheter after error occurred.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that nothing was abnormal about the preparation for the procedure. It is unknown if blood was visible inside the catheter after error occurred.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error. Also, an internal leak path was found in the bond between the vacuum tube polyimide and trimmed tygon tube. Laboratory analysis was unable to confirm the clinical observation of "visible blood".